Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing employee reported incomplete incisions during a laser assisted cataract procedure. Upon follow up, tags with a posterior tear occurred.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported posterior capsular tear. However, upon examination the company representative did find a component called the surgical focusing module (sfm), which was found to have been non-conforming. This component was attributed to the reported incomplete incision issue. The component was replaced to address the issue. The system was tested and found to meet product specifications. The reported incomplete incision issue was attributed to a non-conforming component called surgical focusing module (sfm). However, how or when this component became non-conforming was unable to be determined conclusively. A root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).